Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter . Information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 11-sep-2018, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving saline (unknown dose and concentration) and baclofen (unknown dose and concentration) via intrathecal infusion pump indicated for intractable spasticity and cerebral palsy. It was reported that the problems had been ongoing for a while. In 2017 was the first time they had major issues with the catheter (refer to (B)(4)). The patient had a catheter revision and since then things had been pretty complicated. It was stated that the patient was having symptoms of withdrawal followed by symptoms of overdose, recurrently. The hcp stated that it was making the patient very uncomfortable and frustrated. The hcp stated they put the patient on oral baclofen. They did every study including cap study, dye study, roller study, and consulted other physicians and they were unable to find the reason for the issues. The patient was on saline for the last year, but received baclofen prior to that. The pump was near end of service (eos), so the patient decided to turn the pump off rather than fill it with pfns and have a new pump placed in the future if the patient decided. Technical services provided the pump off passcode.